Event description:
It was reported by the plaintiff's attorney that the plaintiff was implanted with an elevate apical and posterior system with intepro lite on (B)(6) 2010. It was alleged the plaintiff suffered from pain, disability, and impairment.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.